Manufacturer narrative:
Videos of the device were received for investigation. From the videos, it was observed that the clamps that hold the flow of the solution from the bag to the line are closed, however there was solution coming out from the tubing. The solution was coming from the reservoir of the fluid warmer. A manufacturing review was performed and no issues were observed; all verifications were being performed properly and there were no equipment problems. The complaint was confirmed, however a definitive root cause could not be determined.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Possible lots: 3289100, 3304035, 3287520, 3236274, 2768589, 3260692, 3285479, 3281248, 3304037. Possible expiration dates: 10/28/2020, 10/28/2020, 09/28/2020, 06/28/2020, 08/28/2018, 08/28/2020, 09/28/2020, 09/28/2020, 10/20/2020. Possible device manufacture dates: 10/13/2016, 10/26/2016, 10/12/2016, 07/07/2016, 08/22/2016, 10/03/2016, 09/26/2016, 11/07/2016.

Event description:
It was reported that there was a leakage breach in the tubing of the level 1® hotline® disposable administration set. This was noticed after it was disconnected from the patient. While the hotline tubing was clamped proximally and the device still turned on, fluid was coming out of the sterile IV pathway under pressure continuously. Using the same tubing, this was recreated several times. Since the only fluid reservoir was the hot line warmer this is assumed to have been the source of the high pressure fluid flow. The hotline was connected to a 20g IV catheter, but the fluid flow from the IV bag was faster than anticipated for such a small catheter. After removing the hotline from the IV line. The fluid was dramatically slower. When the tubing was subsequently tested, the IV line from the bag of fluid to the hotline tubing was open and with the line clamped distal the hotline, there was continuous flow from the IV bag. Since there was no spillage of fluid, the only place the bag could be draining into was the hotline reservoir. No adverse health outcome.